Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose readings were noted to be 424 mg/dl in the morning. No further information reported.

Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch. No button error alarm was noted during testing. The pump also had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.